Event description:
On 28-aug-2025, it was reported that a beta bionics ilet user experienced a hyperglycemic episode with a peak blood glucose value of 259 mg/dl. The ilet delivered corrective insulin to bring glucose back into range. No outside medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.